Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 15-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 3.00 x 38mm synergy ii drug-eluting stent was advanced for treatment; however, the device failed to cross due to tortuous anatomy, despite repeated attempts. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a shaft extrusion break. Device evaluated by mfg: synergy ous mr 3.00 x 38mm stent delivery system was returned for analysis broken into 2 sections. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The mid crimped stent outer diameter was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion identified damaged (stretched & necked) to the inner shaft polymer extrusion (wire lumen) at a 2mm to 6mm distal from the bi-component bond. A shaft polymer extrusion break 54mm proximal from the bi-component bond (159mm distal from the port bond). Stretching of the shaft polymer extrusion on both sides of the break and a product mandrel was in the wire lumen distal side of the break site. Multiple shaft polymer extrusion kinks were noted on the proximal side of the break site. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.